Event description:
It was reported that the syringes are leaking past plunger with a bd syringe 5ml ll tip bulk convenience pak. Visual inspection showed that 517 separate syringes were also affected. The following information was provided by the initial reporter: it was reported that the syringes are leaking from the plunger. Additional information received 2019-12-18: customer stated they store syringes at room temperature and fill with baxter repeater pump. Customer also provided additional photos showing leakage issues.

Manufacturer narrative:
Investigation summary: a device history record review was performed for final lot number 9091753 and the sub-assembly product lot numbers 9042839 and 9044873. During the production process of sub-assembly lot number 9042839, there were no quality issues detected and all inspections were within specification. During the production process of sub-assembly lot number 9044873, a quality notification was raised for the issue of foreign matter. In response to the quality notification, all affected product was held for inspection before release. During the final packaging process, no quality issues were detected for final lot number 9091753. To further investigate this incident, both physical samples and picture samples were provided for evaluation by our quality engineer team. Through examination of the picture samples, leakage was observed past the second rib of the stopper component. Three ziploc bags containing six used syringes belonging to final lot number 9091753 were received and all of the samples exhibited signs of leakage past stopper. A number of the syringes appeared to have damage to the flange area. No foreign matter was observed within the fluid pathway of the used syringes. Two sealed convenience trays belonging to final lot number 9091753 were also received for evaluation. Within the first tray, ten syringes were found to have flange damage with signs of plastic foreign matter behind the stopper. Within the second tray, four syringes were found to have flange damage with signs of plastic foreign matter behind the stopper. This foreign matter was likely a result of the flange damage. All of the unused samples were functionally tested and no signs of leakage were observed. Though it could not be observed within the returned used samples, it is possible that the plastic foreign matter from the flange damage became placed between the stopper and the syringe barrel wall, allowing a channel for leakage in a small amount of syringes. A corrective action plan and preventive action plan has been opened for this incident to further investigate the damage to the syringe and the potential impacts of the resulting foreign matter on leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringes are leaking past plunger with a bd syringe 5ml ll tip bulk convenience pak. Visual inspection showed that 517 separate syringes were also affected. The following information was provided by the initial reporter: it was reported that the syringes are leaking from the plunger. Additional information received 2019-12-18: customer stated they store syringes at room temperature and fill with baxter repeater pump. Customer also provided additional photos showing leakage issues.